Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 02-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 180 and 160 mg/dl am fasting. The customer¿s expected blood glucose test result ranges are below 140mg/dl am fasting and below 200mg/dl pm fasting. The customer feels well and did not report any symptoms. Customer stated that more that 20 days ago (unknown the specific date) customer tested fasting am and got a result of 180 mg/dl then because the result was too high for him, he retested immediately from a separate finger and got a result of 160 mg/dl am fasting (still high for him). Customer stated he contacted his doctor to let him know that he was getting erratic and high blood readings am fasting. His doctor prescribed him a new meter. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip open vial date is one month ago. The customer no longer had the test strip vial and was unable to provide the lot number. The meter memory was not reviewed for previous test result history.